Manufacturer narrative:
On (B)(6) 2012 the reporter contacted animas with additional information. The reporter stated that the patient died on (B)(6) 2011, not on (B)(6) 2011 as previously reported. The reporter noted that the patient's last known blood glucose (bg) was 60 mg/dl, and that she believed hypoglycemia was the cause of death, not diabetic ketoacidosis as previously reported. The reporter stated that there was no food in the apartment where the patient was found, and that in addition to the last known bg is what leads her to believe the cause of death is hypoglycemia. The reporter did not implicate the pump in the patient's death, and did not know where the pump was. The reporter stated that the cause of death listed on the death certificate is "unknown".

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). It is unknown at this time if the patient was using the animas pump at the time of his death. The pump has not been returned to animas for evaluation. If the device is returned or if additional information is obtained, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the patient died on (B)(6) 2011. A family member alleged that the death was due to diabetic ketoacidosis but does not have the death certificate to confirm. She reported that the patient was diagnosed with an upper respiratory infection a few days before his death. The family member said that the patient was found in his apartment several days after his death and he was attached to a pump. After further discussion with the family member it was determined that a competitor's pump was returned with the patient's personal belongings and the family member said that the patient was most likely not using the animas pump. She mentioned that she was concerned that the patient was using an animas cartridge with a recalled lot number. Review of the patient's file indicates that the last contact the patient had with animas was on (B)(6) 2010 when he placed an order for cartridges and infusion sets; the cartridges from lot #b201415 were shipped to the patient on (B)(6) 2010 along with contact detach infusion sets. The patient's date of death was (B)(6) 2011. The supply order prior to (B)(6) 2010 was on (B)(6) 2009 and contained cartridges from lot #b201354. There is no evidence that the patient received a supply of cartridges from recalled lot numbers. The warranty on the patient's pump expired on (B)(6) 2010 after which time multiple attempts were made to reach the patient ((B)(6) 2010) to discuss an upgrade. There were no records that the patient responded to these messages. However, there is no confirmation that the patient used or did not use the animas insulin infusion pump at the time of his death. This complaint is being reported because an animas pump cannot be ruled out as a cause or contributor to the patient's demise. This complaint has also been forwarded to medtronic.